Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that a revision procedure was performed due to the patient complaining of chronic chest pain since the initial implant. It was noted that both the right atrial (ra) and right ventricular (rv) leads were functioning fine prior to the revision. During the procedure the physician was not able to extend the helix after retracting it on both the ra and rv leads. Subsequently both leads were explanted and replaced. No additional adverse patient effects were reported.